Event description:
78 y/o female admitted for cva on 9/10/97. Ordered 20,000 units in 500cc bag rate 22.5 cc/hr. At 3 pm the bag was hung. At 4pm the bag was empty. Transferred to ICU. Physical exam showed mild bleeding from both lips manifested as spotting on handkerchief.